Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the patient did not feel any stimulation when the device turned off.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed that they met with the patient at her doctor appointment and did a bit of reprogramming to cover new pain areas. The patient recently underwent a surgery that dramatically affected her posture thus causing the intermittent stimulation. The position range was adjusted which solved the issue.

Event description:
The patient experienced acute pain and the stimulation was intermittent. There was no known accident or incident related to the event but started the morning of (B)(6) 2013. The ins had been working great since implant until this morning. Today the stimulation was on for a while and then ¿shut off and was in horrible pain.¿ after a few minutes it randomly came back on. She was aware of the 3 minutes the device takes to learn a new position/setting. The ins was 75% full and located in the right hip. The device shutting off happened whether she was sitting, walking or standing. The stimulation was increased from 6.0 to 7.0 to see if that made a difference with the shutting off and it did not. The screen displayed: lightning bolt on, adaptive stim enabled, position upright, 7.0 amp and a warning/attn icon. When the ins shuts off she was ¿practically knocked down¿ with the sudden pain. She has an appointment with her doctor on (B)(6) 2013 at 9:30. She was currently in a rehab facility be was going to be discharged on (B)(6) 2013. It was confirmed that she received assistance from her doctor and/or company representative and her concerns were resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4).